Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error, no delivery and failed battery test. Customer's blood glucose was unknown mg/dl. The customer's father was not with his son and pump. Customer's father attempted to try and get his son on the phone with him but the call disconnected.